Event description:
It was reported that the patient has relief during the day but at night he does not. The patient feels the stimulation cut off at night when he lays down. He has increased his stimulation and he still does not feel it. The patient was at home. Further information is being requested from the hcp.